Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
During a procedure, during sample collection, the pump body detached. Blood leaked on the nurse. The nurse was not willing to provide requested pt info.